Event description:
The customer reported that the left screen was blank and there was no fluoro. This resulted in a loss of the live image. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Both monitors were replaced. The system was then found to be operating as intended.